Manufacturer narrative:
During the initial functional testing of the returned thermogard xp ivtm system (sn (B)(4)), it failed the slew rate test from mid-warm to max-cold. The test took 44 minutes and was not within the less than 20 minutes manufacturing specification. It was determined that the root cause of the issue identified was due to a defective cooling engine. In addition, during visual inspection, the casters were loose and was missing an air filter. These issues were not related to the cooling issue identified. To remedy these issues, the loose casters were tighten and placed a new air filter into the console. The thermogard console is a reusable device and was manufactured in december 2012. The device has been operating for over 5 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to failed slew rate. To remedy the issue, the cooling engine was replaced. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use.

Event description:
During preventative maintenance (pm) on (B)(6) 2018, the thermogard xp ivtm system (sn (B)(4)) failed the slew rate test from mid-warm to max-cold during the initial functional test. The test took 44 minutes and was not within the less than 20 minutes manufacturing specification.